Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive meter blood glucose now alarm. Caller was educated on how to clear alarm and how to calibrate. Customer's blood glucose was 41 mg/dl and was treated with food. Caller declined troubleshooting for low blood glucose.